Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronics assembly. No audio or beep anomaly noted during testing. Unable to perform any tests due to blank display. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer stated that he went swimming with the pump, heard an alarm got out of the water and there is water in the lcd. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.